Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that in (B)(6) of 2020, the patient went through security to gain access to a psychiatric ward. The security guard put their wand over the patient's implant, and they felt a significant shock over their implant. The patient felt (B)(6) of 2020 was the last time they felt their device had been working, although they still reported getting relief of symptoms, or so they thought.